Event description:
The device was implanted on june 20, 1997. On june 24, 1997 an x-ray was taken which showed the catheter was leaking at the port connection. The surgeon then removed the cracked portion of the catheter and reconnected the remaining catheter to the port. The surgeon administered heparin and naci solution. Subsequently, on june 25, 1997 a reoperation was performed to control abdominal bleeding which was casued by the administration of heparin.